Event description:
It was reported that, during the use of the device, a shard of glass from the inner vial penetrated the outer tube. Reportedly, the shard subsequently also penetrated the surgeon's glove and hand. This occurred during the initial compression of the tube, and the surgeon reports that their gloves had pt blood on them. To date, there is no indication that any empirical treatment for the exposure was considered or rendered.